Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was intractable spasticity and head/brain injury. The date of the event was (B)(6) 2016. It was reported the patient had been having an ordeal for 2 and a half years. ¿they had to take it all out¿. No symptoms reported. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the patient had a history that included: esophageal stricture, gastroesophageal reflux disease, difficulty swallowing, high cholesterol, history of transfusion of packed red blood cells, musculoskeletal disorder, activity involving cardiorespiratory exercise, neuropathy, spasticity and traumatic brain injury due to being struck in the head by a baseball and losing consciousness for an unspecified duration((B)(6) 1992). He has chronic bilateral lower extremity spasticity and gait impairment that was managed in part with intrathecal baclofen; patient could not stand on each foot independently and had truncal ataxia. He was receiving gablofen (280 mcg/day) via an implantable infusion pump. It was noted that the patient was taking zolpidem (10 mg ) by mouth nightly for sleep and percocet (5-325 mg) as needed. It was reported that the patient was a smoker and used alcohol. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for a pump replacement (the end of battery life for the pump was (B)(6) 2016). It was noted that the patient was quite spastic and walked with a scissors gait. The healthcare provider (hcp) stated that the replacement surgery was tolerated well and without complication. The patient went to the nursing unit after recovery and was discharged home the following day. No further complications have been reported as a result of this event.